Event description:
It was reported that, "possible infection. Irrigation and debridement. As per hospital policy, medical records and x-rays will not be sent in."

Manufacturer narrative:
Evaluation summary: it was reported that pt had possible infection and had the tibial insert replaced. No any medical records and x-rays were available. The insert was returned for evaluation. It shows burnishing, 3rd body indentations, and scratches on the articulating surface and scratches, gouges, and impressions on the backside. A material analysis was performed on the returned device. The results of the analysis indicate that there was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. The results of the investigation indicate that there is no evidence that this event was related to the returned device based on the limited information provided. The device shows expected polyethylene wear during in-vivo service. Review of the certification of sterilization and manufacturing record showed that no manufacturing and material defects were found. It is most likely that this event was related to pt or clinical factors. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.